Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it delivering low fio2 (fraction of inspired oxygen) was initially confirmed, however, after subsequent testing the reported issue could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had delivered low fio2 (fraction of inspired oxygen) readings during testing. There were no reports of patient use associated with the reported issue.